Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was conformed. The cause of the battery packs not fully inserting into the monitor was a bent battery contact (pin 6) in the battery interface connector. The root cause of the bent contact cannot be positively determined but was likely a misalignment with the battery connector while the battery pack was being forced into the monitor. No adverse event resulted from the damaged battery contact. The psr received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that neither of his battery packs would fully into his monitor. He reported that the packs go in almost all the way but won't latch. The patient's suspect monitor was replaced.